Manufacturer narrative:
Date of event and therapy date are estimated. Exact implant date is unknown. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21838. It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to address the issue. As such, the patient stopped using the system and last successfully recharged the device approximately in (B)(6) 2011. Reportedly, the ipg and some of the lead were explanted approximately in (B)(6) of 2012 to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.